Event description:
The customer reported the sys would not display a usable image. No pt injury was reported.

Manufacturer narrative:
A ge rep contacted the customer and instructed them to reboot the sys. The sys operates as intended.